Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 154 mg/dl. The customer reported a no delivery alarm from the insulin pump. The customer changed the battery and got a battery out limit alarm from the insulin pump. The customer was advised that alarm was normal if the battery was out the insulin pump greater than the duration allowed by the insulin pump. The customer mentioned not having a reservoir for the insulin pump for the no delivery alarm. No additional information was provided.